Event description:
It was reported that patient experienced repeated cartridge alarms for about a week, leading to multiple wasted cartridges and infusion sets and at least one episode where blood glucose rose above 500 mg/dl. There was adverse impact to the customer¿s blood glucose level, but no additional information was received regarding other health effects or medical treatment. Patient stated that he followed correct loading steps and had a history of similar alarms, and technical support reviewed pump history and arranged for pump replacement as resolution.